Event description:
Dexcom was made aware on 03/12/2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2024, it was reported via email that the patient experienced a skin reaction which occurred on an unspecified day after the sensor had been inserted into the arm. The patient emailed dexcom technical support stating, ¿my final hospital bill for the dexcom created issues with my skin comes to $(B)(6)¿. No photo was provided. There was no documentation of patient symptoms, treatment/medications received, or hospitalization details. Attempts to reach the patient for further event clarification were unsuccessful. It can be presumed by the amount of the patient¿s hospital bill that the patient was hospitalized over 24 hours. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).